Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was over 600 mg/dl, 400 mg/dl and 249 mg/dl. The customer was treated with syringe and insulin pump. The customer reported that they had no delivery alarm. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer reported that they received a motor error alarm. The customer performed displacement test and passed. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer reported that they had damage to reservoir compartment the reservoir was able to lock in place when inserted into pump. The customer was advised to monitor the pump and call back if alarm recurs. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked reservoir tube lip, no cracked or stripped battery cap noted.